Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step. Customer declined further troubleshooting with tandem technical support to resolve the issue. Customer¿s blood glucose was ¿high¿, per continuous glucose monitor reading, with high ketones. Ketones were identified as dangerous by healthcare provider. A manual injection was administered to address bg.